Event description:
The hcp reported that the patient was experiencing increased low back pain, trouble walking, constipation, nausea, bloating and loss of appetite. A pump study was performed and revealed leakage at pump/catheter connector. The pump connector was revised. The patient recovered without sequela.